Event description:
A (B)(6) old female patient called zoll customer support to report that her monitor screen was blank and the red light was flashing. After restarting the system, the monitor came up with a service code 101 (av incompatible). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 101) has been confirmed. Upon investigation the monitor was unable to fully power up and the service code 101 was displayed. The cause of the service code was data corruption on one of the monitor's memory chips. The root cause of the corrupted data could not be positively identified. After reprogramming, the monitor was fully functional. No adverse event resulted from the corrupted data. The patient received a replacement monitor.